Event description:
The customer reported that the cross arm was not locking in place.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep removed and replaced the cross arm brake handle and cap. He tested the system by locking the cross arm brake and the cross arm did not move. He unlocked the cross arm brake and the cross arm moved freely. The system is operating as intended.